Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "capsular contracture, body rejected them and built scar tissue,rashes and, pain."

Event description:
Patient reported unknown side "capsular contracture" "built scar tissue" "rashes and has pain." Additionally patient reported "eyes are watering" which is not related to the device. Device remains implanted.